Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead did not exhibit sensing or capture, and lead impedance was greater than 2500 ohms. This had been a long standing issue, but the asymptomatic patient had refused intervention previously. The lead was capped and replaced.